Event description:
The staff has been having issues with the suture listed below for the past 6 months (and today with [redacted name]). She said the sutures in multiple boxes (varying lot numbers) have been fraying or breaking. Manufacturer response for sutures, vicryl violet braided 6-0 12¿ 30 cm s-29 (per site reporter). Rep made site visit on [redacted date].